Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be tested/ confirmed because only the plunger, anterior cuff and link were returned. The rest of the suture mediated closure (smc) system was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue referenced is filed under separate medwatch report number.

Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using two proglide devices after a coronary interventional procedure using a 6fr sheath. Reportedly, when the plunger was removed, a suture break occurred with both proglide devices. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.